Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2020. According to the complainant, at the beginning of the procedure, the catheter lock would not work and throughout the procedure, the physician had to reposition and manipulate the catheter lock in order to lock and unlock it. Allegedly, when the physician started to deploy the first flange, the catheter lock would not lock. After deploying the first flange, approximately twenty percent of the first flange was in the pseudocyst and the physician was unable to manipulate the first flange fully into the cyst. The physician pulled the first flange out of the pseudocyst, and fully deployed the stent into the gastrovascular cavity. The hot axios stent was removed with rat tooth forceps and a hot axios stent 15mm x 10mm was used to complete the procedure. There were no patient complications reported as a result of this event.